Event description:
During an in-clinic follow-up, inappropriate automatic mode switch (ams) was observed on the right atrial (ra) lead. Provocative testing was performed and the ams was reproduced. Lead damage was suspected but was not confirmed. No further intervention has been performed at this time. The patient was stable and will continue to be monitored.